Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) of asgufc094 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (asgufc094) have been reported from the same facility.

Event description:
It was reported, the needle did not retract completely when de-accessing port and they are not able to retract for safety, leaving an exposed needle. Nurse suffered a needle stick injury from this requiring lab work and will be followed up in 3 months and 6 months to make sure blood work is ok. It was stated no harm was done to the patient.